Event description:
On (B)(6) 2014, a us distributor notified zoll that a (B)(6) year old male patient's chest was bleeding because his garment was too tight, which was causing the front clasps to dig into his skin. The patient's wife reports that the patient followed up with his physician, and the patient has ended use.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.